Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge 19 alarms during basal delivery. The customer's current blood glucose (bg) level was over 600 mg/dl and an insulin injections were administered to address the bg level. After the current alarm, the customer was able to load a new cartridge and the alarm 19 did not reoccur. Insulin delivery was resumed.